Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No pump error 38 alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump had a pump error. The customer¿s blood glucose level was 513 mg/dl at the time of the incident and they had double pneumonia. Customer did manual bolus before proceeding with troubleshooting. Customer stated that they had high blood glucose level high because she cannot get insulin through the insulin pump because the battery was low and replaced the battery and then got the pump error alarm. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer was advised to advised to monitor blood glucose and to contact her doctor about the high blood glucose. The insulin pump will be returned for analysis.